Event description:
Pt is a 44-yr-old white female, who, in 1980, underwent bilateral preventive subcutaneous mastectomies and reconstruction with silicone gel implants. Since that time, she has undergone four subsequent gel implant reconstructions with complications. She presented with severe capsular contracture bilaterally which was grade IV and associated with pain. MRI's that were done were read as revealing extracapsular failure bilaterally. The pt also had multiple other complaints including numbness, tingling in fingers, and malaise which she related to her silicone gel breast implants. On 8/15/95 she went to or for bilateral removal of silicone gel implants with capsulectomies and bilateral tram flap breast reconstruction and removal of organized intracapsular hematoma on the right. She also required a mesh reinforcement of the abdominal wall.